Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ pre-filled heparin flush syringe had label permanency issues. The following information was provided by the initial reporter, translated from (B)(6) to english: detection at incoming inspection of essential mentions partially erased and control of a split syringe.

Manufacturer narrative:
H6: investigation summary customer returned photos of calciparine syringes. Customer states that it is partially erased. The photos were examined and exhibited partially printed scale markings. A review of the device history record was completed for batch# 1088661. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause ¿ ¿ pills dial is leaving indent / scratching print on barrels. ¿ unloader belt timing was off h3 other text : see h10.

Event description:
It was reported that the bd posiflush¿ pre-filled heparin flush syringe had label permanency issues. The following information was provided by the initial reporter, translated from french to english: detection at incoming inspection of essential mentions partially erased and control of a split syringe.